Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. Treatment with vancomycin was discontinued on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.